Event description:
It was reported the bronchovideoscope displayed no image. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.